Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Device received with minor scratches on display window. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had white lines with blue both across and down the screen. Customer stated that the display was not readable. The insulin pump will be returned for analysis.